Manufacturer narrative:
The reported events of high pacing impedance and capture threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Hipot test failed due to damaged insulation beneath the ring electrode coil consistent with procedural damage. Visual and diagnostic imaging examinations of the lead did not find any anomalies except for procedural damage.

Event description:
During follow-up, increased pacing impedance and capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and showed no abnormalities. The issue was resolved by explanting and replacing the rv lead. The patient experienced no consequences.